Event description:
The initial reporter was informed by a doctor that the apl valve had come apart. No further information could be acquired. No patient injury.

Manufacturer narrative:
Evaluation is pending.